Event description:
This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.214.109s; lot: l658047; manufacturing site: grenchen; release to warehouse date: november 22, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate l622990 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Visual inspection: the received screw shows that excessive damage signs, especially at the screw head. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. The raw material certificate l622990 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that exceeding applied mechanical overload during the insertion caused this damage. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Number of parts devices are no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received screw shows that excessive damage signs, especially at the screw head. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that exceeding applied mechanical overload during the insertion caused this damage. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.214.109s. Lot: l658047. Manufacturing site: grenchen. Release to warehouse date: 22. Nov. 2017. Expiry date: 01.nov.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6), 2019 during an open reposition and osteosynthesis with screw-plate osteosynthesis for the dislocated multi-fragment right metacarpal bone-v-neck fracture, the head of the variable angle (va) locking screw was deformed and the head of the cortex screw was sheared off. When screwing into the bone, the screw head of the variable angle (va) locking screw is twisted and the screw head of the cortex screw is broken off. The surgeon was asking to investigate the whole construct including the screwdriver. There was a surgical delay of fifteen (15) minutes. There were no parts that remained in patient´s body. There were no adverse consequences to the patient reported. Other implants/instruments were used to complete the procedure. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, an open reposition and osteosynthesis with screw-plate osteosynthesis for the dislocated multi-fragment right metacarpal bone-v-neck fracture was performed. The head of the variable angle (va) locking screw was deformed and the head of the cortex screw was sheared off. When screwing into the bone, the screw head of the variable angle (va) locking screw was twisted and the screw head of the cortex screw was broken off. There was a surgical delay of fifteen (15) minutes. There were no adverse consequences to the patient. Other implants/instruments were used to successfully complete the procedure. Concomitant medical products reported: variable angle (va) lock metacarp neck (part # 04.130.268s, lot # l030941, quantity 1) and scrdriver shaft (part # 03.130.010, lot # 9881570, quantity 1). This report is for one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 9mm. This is report 2 of 2 for (B)(4).